Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire, a catheter and a peel-away sheath. The sheath was investigated separately. The returned catheter was separated into two pieces and the guide wire was unraveled and separated as well. The catheter body was cut near the distal end. The edge appeared straight and smooth and the catheter body was stretched. Another cut was observed about 1 cm from the end, but did not go through the entire diameter. The distal piece was twisted into a knot. The end of the guide wire was protruding from the distal tip. Microscopic examination revealed that the core wire had punctured through the catheter body multiple times creating a dimpled appearance and the guide wire appeared crushed in several areas. The catheter body was also split open. The catheter and guide wire were un-knotted and measured. No pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions state that if resistance is encountered, remove both the catheter and guide wire together to prevent damage and warns not to use excessive force during removal. Operational context caused or contributed to this event. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that under ultrasound guidance, the PICC and introducer were successfully placed in the patient's basilic vein with free dark non-pulsatile blood flow form the introducer. The 80cm wire was placed down the PICC and the PICC was threaded through the introducer sheath. At 35cms there appeared to be an obstruction. The PICC catheter was withdrawn to mid arm, the was arm repositioned, and another attempt to pass the catheter was done. The PICC became stuck again at the 35cm mark. The catheter was withdrawn again but this time resistance was felt. When they tried to withdraw the wire, it appeared to be trapped in the catheter. They decided to remove the entire catheter, wire, and sheath. The expectation was that the sheath had a kink in it. As they started to remove the sheath and catheter they found that the sheath had split mid-way and the wire and PICC had exited at this point rather than the distal tip of the sheath. The catheter could not be removed from the vessel. Attempted removal of the wire from the PICC resulted in unfurling of the wire within the catheter. Chest and arm x-rays were done, then a consultation with the interventional radiologist. X-rays revealed that 2cm of catheter was still within the vessel just beyond insertion point. There was no evidence of wire or catheter embolus. In the consultation with the interventional radiologist, a small incision was made at the insertion point. This enabled the rest of the catheter to be removed. A knot was found in the PICC which had entrapped the wire. The knot was at the 1.5 cm point. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.